Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device was over dispensing the set volume. The pump was running fast. No further details were provided.

Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer. An evaluation of the kangaroo pump was performed. The unit was triaged, and the reported issue could not be confirmed at this time. The unit did alarm when the feeding set was removed, it did alarm when the tubing was crimped, it also passed the mystic test, and the accuracy test using 125ml of water; the delivered rate was as expected and within tolerance specifications. The unit was serviced by updating the software and replacing the damaged gearbox as encoders #2 and #3 were worn, the damaged pcb which had d15 lifted, the out-of-date battery, and the gasket and tie due to opening the unit. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the device was over dispensing the set volume. The pump was running fast. No further details were provided. Additional information was received stating that they just ran the unit at 400ml rate at 100ml volume into a graduated cylinder and got 130ml.